Manufacturer narrative:
A complaint history check was performed and this complaint was the first related complaint received for the lot number provided. A device history review was performed and no issues were found. Both customer samples and retains were inspected and tested for functionality. The reported condition was not observed or replicated. Eval summary: testing of customer samples: three hundred and fifty (350) customer returned samples were examined and tested for loose cannula. None of these devices (0 out of 350), failed. There was no loose cannula or cannula pull out/fall out observed for any of the 350 devices. Testing of retain samples: twenty (20) retain samples of the identified lot were tested for cannula pull out. None of the retains exhibited any exhibition that there was inadequate adhesive in the well and the results for all 20 samples fell within the mfg specs. Due to the reported condition of the cannula separating from the hub of the needle, a thorough investigation was initiated and is on-going. Regulatory compliance will continue to closely monitor the reported condition.

Event description:
The customer reported that after a venipuncture procedure was completed, the retractable safety trigger was activated and the needle (cannula) separated from the device. The cannula stayed in the pt's arm. This was removed manually. It was stated that the pt was (B)(6). No medical or surgical intervention was requested or required.